Event description:
It was reported by journal article that 237 patients underwent 244 primary total hip arthroplasties between (B)(6) 1996 and (B)(6) 1997. Subsequently, three revisions were performed. One (1) two years after initial arthroplasty, due to aseptic loosening. One (1) four years after initial arthroplasty, due to infection. One (1) within 6.5 years after initial arthroplasty, due to recurring dislocation.

Manufacturer narrative:
The information being reported was found in the journal article titled "a prospective, randomized, double-blind study of smooth versus rough stems using cement fixation". The journal of arthroplasty vol. 19 no. 7 suppl. 2 2004 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. Initial reporter - the article was written by vijay j. Rasquinha, md, chitranjan s. Ranawat, md, vipul dua, md, amar s. Ranawat, md, and jose a. Rodriguez, md. Manufacture date - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.